Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va17zh5, implanted: (B)(6) 2016, product type: lead.

Event description:
Patient reported that loss of therapeutic effect and feeling stimulation in the foot for implantable neurostimulator (ins). Patient was able to use the programmer to very stimulation and it was currently program 1 at 0.8 but patient did not feel stimulation and would like to increase stimulation. Patient increased stimulation to 6.5 and still did not feel stimulation. Patient then seen the screen telling them the patient programmer needed to have the batteries replaced. Patient would change the batteries and call back. Patient considered the return of symptoms as sudden on (B)(6) 2016. Patient had leaking and had accidents. Patient felt the stimulation in the leg. Patient increased the stimulation and then she felt the stimulation in the leg. Patient decreased the stimulation to 0.8v and stimulation in the foot went away. Patient felt the pain at the trial lead insertion site. Patient had pain at the center part of her back where the trial lead was inserted. It was sensitive to the touch and felt like a burning pain. Patient was advised to contact health-care professional for direction on if patient could change settings, programs and time duration for one program. No patient outcome was reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.